Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The pump was not received stuck in the rewind mode. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the alarms. The pump passed the self test, unexpected restart test and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 402 mg/dl. The customer treated with 4 units through a syringe. The customer stated that she was stuck in the rewind process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.